Event description:
The user facility reported experiencing poor gas exchange shortly after initiating a bypass procedure. The oxygenator unit was changed out and the case was completed without any further complications. The user facility reported that the pt did not experience any problems and has since been discharged to home with no complications.